Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic representative reported via phone call that they experienced low blood glucose. Blood glucose reading was 20 mg/dl. The customer stated that there was seizure and likely gone into a coma. Customer was treated 4 times with juice for their low. Customer was neither in emergency room nor admitted into hospital. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.